Event description:
At a routine pump replacement, it was noted that the catheter access port appeared compromised. The pump connector appeared compromised. There was clear fluid in the device pocket, which the hcp suspected to the medication. The hcp concluded that the pt hadn't been getting the medication for quite a while. The pump was replaced with a new sutureless connector. The dosage of baclofen was started at 100 mcg/ml. There was no pt injury associated with the event. The pt recovered without sequela after pump replacement. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter were returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.